Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the mechanical base plate fluid damage, the lg connector fluid damage, the shield cover fluid damage, the objective lens cloudy (not clear view), the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the suction channel buckled, the angle wire play, the segment corroded, the mechanical base plate corroded, the air nozzle missing, the water nozzle missing, the nozzle gluing missing, the lcb (light carrying bundle) crushed, the bending rubber leak, the junction case leak, the objective lens scratched, the lcb distal cover glass scratched, the control body dirty, the lg prong top loose, the insertion flexible tube worn out, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the insertion flexible tube lump/wave, and the segment rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).